Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: sc-4316, lot #: 17241725, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient suffered redness, fever, and swelling shortly following the implant. As a result, the physician explanted both the ipg and leads. No other information was available from the physician's office. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.